Manufacturer narrative:
At analysis the programmer passed its incoming testing but when it was opened up corrosion was found inside and the programmer was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for exchange for an updated model however it was also noted that its monitor latches were weak and that the power cord bay door hinge was broken. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.